Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd sharps container label information was missing the following information was received by the initial reporter with the following verbatim: it was reported that the product labels had been torn from the inside of one of the stacks and were stuck to the other, causing it to lean and tear.

Manufacturer narrative:
Investigation summary: multiple photos were received with the customer's complaint of label issues. The complaints were verified due to labels being peeled and crunched. The root cause of this issue is unknown. There were no problems or abnormalities in the production quality history of these lots.

Event description:
Photos received.